Event description:
A malfunction alarm occurred, identified by malf 24, and the fault ID was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support planned to replace the pump due to a special issue with the mobi device.